Manufacturer narrative:
(B)(4). The associated device was returned and evaluated. A dimensional inspection found a feature out of specification that could have contributed to this issue. A quality hold has been placed in an attempt to quarantine additional inventory from this batch. The information available as a result of this investigation indicates that corrective/ preventive action is warranted. This issue has been submitted for corrective actions in accordance with applicable procedures. This issue has also been submitted for risk assessment in order to determine if any additional actions are needed. No further actions are being taken at this time.

Event description:
It was reported that a revision was performed due to implant dislocation.